Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Quantity of blood loss? Patient weight? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. At about 16 pm, during the skin biopsy, the suture broke during suturing, and the suture was replaced immediately to continue the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/31/2022 additional information: h3, h6 h6 component code: g07002 no device return a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: - patient weight? - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - what is the current status of the patient? - was there any adverse consequence associated with the patient? - quantity of blood loss?¿¿according to the feedback of the sales representative, all the above answers are unknown. H3 investigational summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.